Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. The lead remained implanted and pt would continued to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information indicates the lead exhibited clavicular crush and cross-talk. The lead was capped and replaced on (B)(6) 2014.